Manufacturer narrative:
Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.

Event description:
In 2008, the sales representative reported that on an unk date the screw broke. One month before, the pt had revision surgery for complaining of a popping sensation followed by an increased in symptoms. When the revision surgery was in process, it was noticed that a screw was found broken. There was very little evidence of poor bone screw interface. It is not known whether the screw broke post op or during revision since there was some effort required to remove the closure tops and rods. There was no reported surgical delay.